Event description:
Information received indicates the bed would not go into max inflate when CPR was pushed.

Manufacturer narrative:
The account found the head section was reading 4 degrees when it was all the way down and should be reading 0 degrees. The account recalibrated the head sensor to repair the bed.